Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was removed and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.